Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) who confirmed the information with the healthcare provider (hcp) regarding a lead as nurse practitioner (np) was removing the foramen needle, the lead became caught in foramen needle which caused the lead to stretch and pull. The cause of the issue was not determined. The action/intervention taken to resolve the issue was a new lead was opened and used. The lead was discarded in between procedures before the rep could remove it from the account. No patient symptoms were reported and no further complications have been reported as a result of this event.